Event description:
Complainant alleged that during biomed testing the device was unable to increase the energy and was unable to obtain an ECG signal. Complainant indicated that there was no pt involvement in the reported malfunction.